Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 432-433 mg/dl. Prior to going to the ER, the customer delivered a bolus to address the bg level. While in the ER, the customer was treated with intravenous saline and insulin and was released the same day with no permanent damage. The cause of the high bg was unknown. A system check was performed by cts and determined that the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.